Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. Customer blood glucose reading was 122 mg/dl. Troubleshoot was performed. Customer stated the screen got stuck during rewind. The insulin pump will be returning for analysis.